Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-01217, 0001825034-2021-01218, 0001825034-2021-01219, 0001825034-2021-01220, 0001825034-2021-01221, 0001825034-2021-01222, 0001825034-2021-01224, 0001825034-2021-01225, 0001825034-2021-01226. Medical product: oss reinforced yoke item# 150493 lot# 211420; oss tibial poly bearing 20mm item# 150414 lot# 237060; oss poly lock pin item# 150478 lot# 348850; oss non-mod tib plate short 67 item# 150417 lot# 203610; oss 7cm segmental femoral rt item# 150354 lot# 756200; oss poly tibial bushing item# 150476 lot# 460720; oss axle item# 150480 lot# 543370; oss reinforced yoke item# 150493 lot# 658130; oss tibial poly bearing 22mm item# 150415 lot# 382120; oss 3cm ellip diaphyseal seg item# 150461 lot# 150610; oss cemented im stem 15mmx90mm item# 150363 lot# 810360. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two months¿ post implantation due to wound healing problems that disengaged his hinged femur from his right tibial component. This was a result of having had a distal femoral replacement with absence of collateral ligaments causing the femur to disengage from the tibia when the knee became flexed. Attempts to obtain additional information have been made; however, no more information is available.